Event description:
During collection of blood for arterial blood gas (abg) test, vent failed to seal once saturated with blood. The blood could get past the plunger and run down the plunger shaft. Abg was process promptly to prevent an additional needle stick. Manufacturer response for blood gas kit, pro-vent (per site reporter): reported equipment failure with smith medical with smith medical representative. Expecting return call from smith medical customer service to troubleshoot 3 similar equipment failures.